Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to infection. The competitor's leads were also explanted. It was noted that the device will not be returned for analysis.